Event description:
It was reported that minimum fill notification occurred while caller attempted to load cartridge and caller was unsure of exact insulin amount in cartridge. There was no adverse impact to the customer¿s blood glucose level. Caller cleaned pump connection area as instructed, attempted to reload same cartridge without success, then followed guidance to fill and load new cartridge using proper technique, after which cartridge was successfully loaded and insulin delivery was resumed.